Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill resistance could not be investigated as the cartridge was not returned. No failure related to the reported occlusion alarm was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose (bg) level was 360 mg/dl and a manual injection was used to correct. Additionally, it was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Bg level was 105 mg/dl. A syringe change was performed resolving the issue.